Event description:
It was reported that (1) lcsc1 was used during an unknown procedure. It was reported by the affiliate that steady tone with h2tuv. Opened another device to complete procedure. No adverse pt outcome.